Manufacturer narrative:
H3: one cadd legacy plus pump was received with no physical damage found on it. The event log was reviewed and there were no error codes found. The power up process and infusion were used to test the pump. The error code was not duplicated at power up and during infusion. There was no fault found with the returned pump and no actions will be taken.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had an error code 0. There were no reported adverse events.